Event description:
Sex: unk. Procedure: lap nissen/pyloroplasty. Reportedly, the needle came off in gastric tissue. The surgeon used a c-arm to locate the needle, tried to visualize it using a laparoscope, at end of the case he tried the gastroscope and was not able to visualize the needle. The needle was left in the pt cavity.